Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used in a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the end of the procedure, when attempting to remove one more polyp, the anesthesiologist felt an electrical shock and a hair singed offed one finger. The anesthesiologist wasn¿t wearing gloves when the shock occurred. Furthermore, he wasn't touching the patient but was touching the stretcher. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned device found the cautery plug in good condition. Evidence of electrical conductivity was noted in the distal section. Functional inspection found the device passed the electrical test. According to the available information, the active cord used in this procedure was olympus mh969 and the monopolar generator was valleylab. The dfu indicates that the active cord used in this procedure must be olympus brand generator, this omission could contribute to the reported failure and cause the failure found on the device. The dfu instructions must be followed to ensure the correct use of the device. Therefore, use/user error is the most probable cause for this complaint since there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. A labeling review was performed and found the dfu instructions were not followed since as per available information, the active cord used was olympus mh969 (m00561250) and the monopolar generator used was valleylab.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used in a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the end of the procedure, when attempting to remove one more polyp, the anesthesiologist felt an electrical shock and a hair singed offed one finger. The anesthesiologist wasn¿t wearing gloves when the shock occurred. Furthermore, he wasn't touching the patient but was touching the stretcher. The patient's condition at the conclusion of the procedure was reported to be fine.